Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager attached to the refrigerator had fallen off. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer (fse) applied rm tape to the device refrigerator and ensured it was properly secured. The pro unit was seated correctly on the station. All components were positioned and verified for stability. The system functioned as intended after the field service engineer (fse) resolved the issue.